Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revision for loose tibial component. Patient was in car accident. Patient consequence? Yes. Patient consequence description: loose tibial. Action taken for procedure:revision tibial component. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.